Manufacturer narrative:
(B)(4). Baxter evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. Evaluation reproduced the reported symptom of "d.s. Occlusion" while running the device. The device was found to experience constant downstream occlusions due to a failed downstream sensor. The downstream sensor will be replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the downstream occlusion message. There was no patient involvement.